Event description:
The system responded with an error 5 in the middle of the case. The customer tried retorquing the instrument and tested the system. An error 5 was received during pre-run. The instrument was replaced but the system would still not pass pre-run. The customer stopped use of the system and proceeded with the case using sutures and electrocautery. The case was still in progress at the time of the call. The customer did not have a test tip so troubleshooting could not take place. The rep called back to troubleshoot: both instruments resulted in error 5 during pre-run. The system ran pre-run longer than usual and ended in a solid tone with no error on both instruments.